Event description:
Meter name: one touch profile. Strip name: one touch. Meter code: strip code: 7. Strip storage: correct. In range with checkstrip. Symptoms: "about to pass out due to low blood glucose". A pt's spouse reported the meter was inaccurately high. A result of 46mg/dl was reported. Emt result unknown. Treated by emt. No further info has been reported.